Event description:
The product was during a vats lobectomy procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue with the jaw across it and sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.